Manufacturer narrative:
Results: the tubing had some blood within the lumen but was undamaged. Conclusions: evaluation of the returned catrx revealed a kinked and ovalized device that was unable to be flushed due to coagulated blood. The reported complaint mentioned that aspiration stopped after making a first pass. The kinks and ovalizations were not reported in the complaint; therefore, these damages were likely incidental to the complaint and may have occurred after the procedure. However, if the kinks and ovalizations were present prior to the first pass, this could contribute to the reported inability to continue aspirating. Evaluation of the returned canister revealed a fully functional device. During functional testing, the canister was inserted onto a demonstration engine and was able to generate vacuum pressure within specification. Evaluation of the returned tubing revealed no device issues. During functional testing, fluid was able to be aspirated through the tubing without issue. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra canisters and tubing are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-00699; 3005168196-2019-00700.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system catrx aspiration catheter (catrx) and indigo system aspiration tubing (tubing) from an indigo system catrx kit, and a penumbra engine canister (canister). During the procedure, the physician made one pass using the catrx and reported that the aspiration had stopped working. He decided to remove the catrx and tubing from use in the patient and confirmed that there was no aspiration using the system. Subsequently, the physician removed the catrx, tubing, and canister, and completed the procedure using a new catrx, new tubing, and a new canister. There was no report of an adverse effect to the patient.